Event description:
It was reported that the cuff was misshapen/herniated on one (1) size 6fen, shiley low pressure cuffed fenestrated tracheostomy tube. The information received indicated there was one (1) pt invovled with no reported pt injuries. The reported information indicated that the misshapen cuff was visually detected by the pt at home. The involved device was returned and submitted to the analytical laboratory for evaluation. Device evaluation results are recorded in section h.